Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was unknown. The patient was not hospitalized for the peritonitis. The patient was treated with meropenem injections (1 gram per day, intraperitoneally (ip), frequency not reported) and vancomycin injections (1 gram every 5th day, ip) for the event. At the time of this report, treatment was ongoing and outcome of the event was unknown. It was reported that pd therapy was ongoing. Additional information was requested but is not available. This is report 1 of 3 involved in this event.

Manufacturer narrative:
(B)(4). The reported product is an unknown baxter transfer set. Should additional relevant information become available, a supplemental report will be submitted. This report involves the same patient as in (B)(4).